Event description:
The customer reported a battery test failure. There was no report of patient involvement.

Manufacturer narrative:
Pr #: (B)(4). A follow-up report will be submitted once the investigation is complete.